Event description:
It was reported that the two lumen central venous catheter (cvc) was inserted, then a swan-ganz catheter from edwards lifescience was inserted into it. Soon after the swan ganz catheter was indwelled, blood was noticed inside the contamination shield of the cath-gard. After the event, both the swan-ganz catheter and the cath-gard were exchanged as both were contaminated. The two lumen cvc continued to be used without problem and therefore, the user suspected the cath-gard was the issue. The user also noted that blood had not been noticed around the hemostasis valve before the swan-ganz catheter was inserted. The catheter size used was 7.5 fr.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.